Event description:
Report from USA reported that the device "will not secure attachment" during surgery. It is known that the device was used during surgery, however, no patient or user injuries or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).